Event description:
Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dor. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient experienced pain, weakness, difficulty with simple daily living activities, and increased metallic ions in his bloodstream.

Event description:
Update: (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to loosening of the acetabulum, fluid collection and abductor disruption. Upon revision, disintegration of the anterior aspect of the abductor repair, brown tissue along the bursal area, eburnated changes on the femoral head and only one small area on the acetabular cup that was spot welded, were found. The information received does not change the MDR decision. The complaint was updated on: (B)(6) 2013.

Manufacturer narrative:
Depuy still considers this investigation closed.